Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received. Customer¿s blood glucose level was 100 mg/dl.